Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 23.9 mmol/l. The insulin pump received a no delivery alarm but the issue was resolved after troubleshooting. The insulin pump also received a motor error. Troubleshooting was not performed for motor error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the manual injections. The device is not expected to be returned for analysis.